Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "(B)(6) 2023, the hair was found on the needle inside prior to the patient. Involved 1 pc. This had happened in the clinical room". No patient involvement.

Event description:
It was reported that "20 sep 2023, the hair was found on the needle inside prior to the patient. Involved 1 pc. This happened in the clinical room". No patient involvement.

Manufacturer narrative:
(B)(4), complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "20 sep 2023, the hair was found on the needle inside prior to the patient. Involved 1 pc.this was happened in the clinical room". No patient involvement.